Event description:
The customer reported that the display was not readable and displayed only colored lines.

Manufacturer narrative:
The customer reported that the display was not readable, and displayed only colored lines. The device was evaluated at philips, and the symptom was duplicated. Replacement of the processor pca resolved this issue.